Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer stated that he changed out 3 quickset infusion sets and still received no delivery messages. The customer stated that he's spoken to diabetes clinical manager and has tried the sure t's. The customer also did not like the extra adhesive patch because he says his skin is sensitive. The customer stated that when he first started on the pump, he would get irritation from the tape, but this subsided as his body got used to the sets. The customer stated that yesterday when taking one of his quicksets off, it ripped off a patch of his skin which left a sore. The customer stated that he knows he's nowhere near where he should be with his a1c as his blood glucose still fluctuates really high. Customer will call back if issue persists.